Manufacturer narrative:
The tandem t:slim pump user guide indicates that humalog insulin was tested and found to be safe for use in the t:slim pump for up to 48 hours. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm. The customer's blood glucose (bg) level was 224 mg/dl. The customer changed the site; however, the bg level had not lowered. Tandem technical support performed a system check and the pump was found to be functioning as expected. The customer reported to have been using humalog in the cartridge for 3 days.